Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has a display error. There was no patient involvement.

Event description:
It was reported that,the cardiosave intra-aortic balloon pump (iabp) unit has a display error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
To fix the issue, the stm replaced assy, display top lcd rohs. The stm completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
N/a